Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted. Despite preliminary troubleshooting with the existing tandem charging cable and wall adapter, including trying different ones, the issue remained unresolved. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.